Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: non st elevation myocardial infarction (nstemi) is considered to be permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.5 x 15 mm xience v stent was placed in the saphenous vein graft (svg) and a 3.0 x 15 mm xience stent was deployed in the mid right coronary artery (rca) lesion. There were no pt effects or product issues noted at the time of the procedure. However, in 2009, the pt presented with revascularization (stenting) was performed of the svg to the obtuse marginal and first diagonal vessel, second diagonal vessel. No additional event or pt info is available.